Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to an unspecified malfunction. Attempts to gain more information were unsuccessful. No patient complications have been reported as a result of this event.